Event description:
Legal counsel for patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012 allegedly due to elevated metal ions and pain. A review of invoice history confirmed the primary surgery dates and that the modular head was removed and replaced during the revision procedure. No other information has been provided regarding additional revision procedures. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified.

Event description:
Legal counsel for patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012 allegedly due to elevated metal ions and pain. A review of invoice history confirmed the primary surgery dates and that the modular head was removed and replaced during the revision procedure additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain. The operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 14 states, "intraoperative or postoperative bone fracture and/or postoperative pain." Number 15 states, "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is based on allegations set forth in plaintiff's complaint, and the allegations contained therein are unverified. This report is number 2 of 3 mdrs filed for the same patient (reference 1825034-2013-00277, 00279 and 00280).

Manufacturer narrative:
This follow-up report is being filed to relay additional information from the medical records and blood tests, which was unknown at the time of the initial medwatch.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Legal counsel for patient alleges that patient underwent right total hip arthroplasty on (B)(6) 2010 and left total hip arthroplasty on (B)(6) 2010. Legal counsel for patient further reported that patient underwent a right hip revision procedure on (B)(6) 2012 allegedly due to elevated metal ions and pain. A review of invoice history confirmed the primary surgery dates and that the modular head was removed and replaced during the revision procedure additional information received in patient medical records indicates that the revision procedure that took place on (B)(6) 2012 was due to pain. The operative notes confirm that the modular head was removed and replaced. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received august 12, 2014 reports patient was revised on the right side (B)(6) 2012 due to metal ion synovitis. Revision operative (op) notes report the presence low level proliferation of synovium. In addition, op notes for the left hip dated (B)(6) 2014 report patient was revised due to metal-on-metal local adverse tissue effects. Revision op report notes pseudocapsule and scar tissue appeared thickened, yellow-tan in color, and irritated. Notes also reveal that the femoral component had 4 to 5 degrees of anteversion and signs of early impingement. The modular head was removed and replaced. The cup remains implanted.